Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ((B)(6)) ipg was inoperable. Subsequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Device evaluation codes were reported unintendedly incorrect in follow up report 001. This report consist of correct information.